Event description:
It was reported the patient underwent an initial right total hip arthroplasty. During this procedure the calcar was noted to have a nondisplaced fracture that was repaired with a cerclage wire. No further complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Cat# 12-115116, lot# 2970965, cer bioloxd mod hd 32mm +3 nk. Cat# 010000660, lot# 6575360, g7 pps ltd acet shell 46b. Cat# 010000924, lot# 6351755, g7 hi-wall e1 liner 32mm b. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01844, 0001825034 - 2023 - 01845. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remained implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.